Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an electrode issue. The electrode head was reported to be tilted. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated. The returned electrode was thoroughly inspected and analyzed. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Visual inspection showed the lead tip and helix appears normal, not damaged or deformed. Subsequently, the helix mechanism was confirmed to be fully functional. Laboratory analysis did not identify any electrode characteristics that confirmed the reported clinical observations of electrode damage.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an electrode issue. The electrode head was reported to be tilted. No additional adverse patient effects were reported. The device is expected to be returned for analysis. The device was subsequently returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated. The returned electrode was thoroughly inspected and analyzed. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Visual inspection showed the lead tip and helix appears normal, not damaged or deformed. Subsequently, the helix mechanism was confirmed to be fully functional. Laboratory analysis did not identify any electrode characteristics that confirmed the reported clinical observations of electrode damage. The returned lead was thoroughly inspected and analyzed. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Visual inspection showed the lead tip and helix appears normal, not damaged or deformed. Subsequently, the helix mechanism was confirmed to be fully functional. Laboratory analysis did not identify any lead characteristics that confirmed the reported clinical observations of lead damage. Update section b5 and h10.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an electrode issue. The electrode head was reported to be tilted. No additional adverse patient effects were reported. The device is expected to be returned for analysis. The device was subsequently returned for analysis. It was reported that this right ventricular (rv) lead was explanted due to a lead issue. The lead's head was reported to be tilted. No additional adverse patient effects were reported. The device was returned for analysis.